Manufacturer narrative:
The stapler 30 curved-tip instrument was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system and passed initialization, recognition, engagement tests, moved intuitively with full range of motion in all directions; there was no problem detected. Advanced stapler logs show this instrument was installed on the system 6 times and fired 3 reloads (3 white). All the installs clamped and fired without errors. There were no errors pertaining to this instrument in the system logs. Section d10 concomitant products: white stapler 30 reload (part number: 48630w-4 / k12230618-0350), white stapler 30 reload (part number: 48630w-04 / lot number: k12230618-0332), and white stapler 30 reload (part number: 48630w-04 / lot number: m10230216-0143. At this time, it is unknown which reload(s) is associated with the reported bleeding. This medwatch report MFR report number represents the second stapler 30 curved-tip instrument. Separate medwatch reports were submitted for concomitant products: medwatch report (MFR report number 2955842-2024-11554 for the first stapler 30 curved-tip instrument medwatch report (MFR report number 2955842-2024-11556 for the sureform 45 instrument. Medwatch report (MFR report number 2955842-2024-11552 for the third stapler 30 curved-tip instrument. Medwatch report (MFR report number 2955842-2024-11557 for the medium-large clip applier instrument - for unintuitive motion that resulted in bleeding.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy (right upper and middle lobes), the patient experienced small amounts of bleeding at several staple lines despite properly formed staples. Incidentally, the patient experienced a prolonged air leak that was reported to be likely due to the extent of the surgical resection. The surgeon reported that during pulmonary vein stapling with the instrument, a small amount of bleeding occurred that was addressed with placement of a hem-o-lok clip with the medium-large clip applier instrument. The clip applier reportedly made and uncontrolled turn of the wrist after clipping the vein. Later during the procedure, after stapling of the right upper lobe bronchus with the curved tip stapler instrument, bleeding of the bronchus stump occurred and was controlled with hem-o-lok clips. The surgeon noted that the clips achieved hemostasis on the bronchial stump; and more bleeding was observed at the pulmonary vein. The pulmonary vein bleeding was addressed with a larger unspecified clip applier. Additional sites of a small amount of bleeding occurred at the pulmonary artery branch staple lines (2 white stapler 30 reloads and a green sureform 45 reload) and parenchymal staple lines (blue loads 45 stapler) that occurred nearing the end of the case and were addressed with laparoscopic clips. The surgeon stated that all the staplers compressed and fired with no issues and the staple lines did not have malformed or missing staples. The surgeon noted that one of the stapler 30 curved-tip instruments had a staple stuck at the jaw after a fire which impacted loading the subsequent reload .there were no blood transfusions given because of these events. The bleeding minimal, and the largest amount of bleeding came from the pulmonary vein on the specimen side, which was removed. It was confirmed that the patient does not have any coagulopathies and was not on anticoagulant or antiplatelet medications.